Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio results: 1.0, 1.1 (lot #266050), lab: 1.7. Date: (B)(6) 2011: 1.7 (lot #264079). About 1 hr later. Doctor raised coumadin dose because of lab result. Pt's therapeutic range is: 2.0-3.0.